Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer fault 117" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was observed; however, it was only observed intermittently. The hv module and bridge board were replaced as a precaution.